Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated she met with rep for a jumpstart and after that she noticed her patient programmer (pp) got poor communication with antenna. It was noted patient used an antenna, antenna was secured and sync with ins. The report of poor communication was not resolved. It was reviewed placed pp directly over ins and sync with ins, the issue of poor communication was resolved. It was mentioned recharger could communicate with the ins. A replacement antenna would be sent. It was noted programmer antenna had poor communication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the consumer was not able to charge the implantable neurostimulator (ins) and did not have their equipment with them during the call for troubleshooting. The consumer described that both the patient programmer and implantable neurostimulator recharger (insr) were unable to connect to the ins. The last successful charge was in the first or middle of (B)(6) 2018 due to medical issues. The patient had a boil at the end of the implant like a bump that got enlarged and hard. It was reported that at the end of (B)(6) they had to go in and open it up. The patient could not use therapy or charge it. After they healed up and tried charging, the consumer realized that it would not charge. The patient was scheduled to see their health care provider (hcp) next thursday. The patient had terrible pain in their back and legs. The pain never really left after implant but since they had not been able to charge or use therapy their pain got worse. The patient was still taking the pain medication that they had started on due to the boil. No further complications were reported.